Event description:
During an aafl/af procedure, the tip of the catheter became fractured after it was removed from the patient. While a non-abbott mapping catheter was being removed, fluoroscopic imaging showed the mapping catheter had become entangled with the viewflex catheter. Both catheters were able to be slowly relapsed from each other and were removed from the patient. When the viewflex catheter was removed, it was noted that the tip was fractured and nearly detached from the shaft.

Manufacturer narrative:
Additional information: one viewflex xtra ice catheter was received for evaluation. During investigation, it was confirmed that the distal tip of the catheter was kinked and fractured approximately 1.25 cm from the catheter distal tip. However, the catheter was in one piece. The catheter tip dissection was verified the presence of the components, no anomaly was noted; even with the damage on the tip section. The device history record was reviewed to ensure that each manufacturing and inspection operations was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided and the investigation performed, the cause of the reported event remains unknown.

Event description:
At the end of an aafl/af procedure, as the device was being removed, the tip of the catheter became fractured. While a non-abbott mapping catheter was being removed, fluoroscopic imaging showed the mapping catheter had become entangled with the viewflex catheter. Both catheters were able to be slowly relapsed from each other and were removed from the patient. When the viewflex catheter was removed, it was noted that the tip was fractured and nearly detached from the shaft. This event occurred at the end of the procedure as the devices were being removed from the patient. The procedure was completed with no adverse patient consequences and has been discharged.